Event description:
It was reported post implant of a realize adjustable band, the patient had severe inflammation around the stomach. There was a 3mm opening in the stomach and the patient could not swallow. The band was removed . There was no infection and no erosion just severe inflammation. The patient had not had any fills. The surgeon feels the patient had an allergic reaction. The patient has been discharged and is doing fine.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.